Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose of 444 mg/dl. The customer stated that she was experiencing high blood glucose for several days and was not able to lower her glucose level. Troubleshooting was performed. The programming on the insulin pump was correct. Ran a fixed prime test and the insulin pump passed the test. The customer stated that he noticed the cannulas were bent often. No further info was provided.